Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stock-out and critical low notifications were not printing and were not displaying in the health site view of the pyxis dashboard. A technical support specialist (tss) confirmed that the issue was resolved after the report party transaction server was rebooted. Verification was completed with the customer, who confirmed that critical low and stock-out reports were printing correctly, and no further issues were observed. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a stock-out occurred on station gcflicupx2 for esmolol drips. The nurse indicated that no stock-out report was printed, and the issue was not reflected on the health sight viewer (pyxis dashboard). However, there were no delays or adverse events or injuries reported based on this event.